Event description:
It was reported that dissection occurred. The target lesion was located in the mid left anterior descending artery. A 2.50 x 32 synergy drug eluting stent was deployed without issue. After post dilatation, a proximal edge dissection was noted which was managed with a 3.00 x 24 synergy stent. The procedure was completed successfully with no further patient complications reported.